Event description:
It was reported that there was a separation between the female connector (dark blue portion) and the main body (light blue portion) of the twist clamp on a minicap extended life pd transfer set. This was further described as ¿the dark blue portion became partially separated from the light blue portion of the twist clamp¿. The nurse stated that ¿it was just twisting, and they could not disconnect the bag¿. This occurred at the clinic while trying to disconnect the bag after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector was separated from the main body of the twist clamp. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.